Event description:
A customer reported that results from several patient samples obtained from a vitros 950 chemistry system were associated with the incorrect patients, and erroneous results were reported from the laboratory. Once identified, the samples were retested and corrected result reports for each sample were issued. The erroneous results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation of this event determined the root cause was user error. The vitros 950 system did not malfunction. The customer had misaligned the sample supply, and did not follow the manufacturer's user documentation for the operation of the vitros 950 system. Ocd field service performed actions to assure the sample supply was properly aligned and inform the customer of the correct operation.